Manufacturer narrative:
Result of investigation: the reported issue was resolved with vyaire's field service team by going onsite to the facility and made adjustments were made to pr3, bias flow meter was corrected, performed ddi calibration, c;eamed column filter and replaced water trap filters. Circuit calibration was performed and performance test, both tests passed. This 3100a unit has passed all tests & is now ready to be returned to service.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator suddenly stop while on a patient. The patient was transferred to another ventilator and the customer confirmed that there is no harm associated with this reported event.